Event description:
The customer reported a non-philips supplied patient circuit t-adaptor caught fire during inline nebulizer treatment with a v60 ventilator. The customer reported the devices were in use on a patient and there was no patient harm. However, the customer did report user harm when removing the non-philips supplied nebulizer from the patient circuit adaptor. The v60 manufacturers representative evaluated the ventilator and no product malfunction was identified. The ventilator performed to specifications.

Manufacturer narrative:
The v60 manufacturers representative evaluated the ventilator and no product malfunction was identified. The ventilator performed to specifications. The carefusion patient circuit t-adaptor and nebulizer were the cause of the reported event.